Event description:
It is reported that approximately three months after a car accident, the pt began experiencing pain and instability. During the revision it was found that the plastic post was bent to one side.

Manufacturer narrative:
This report will be amended when our investigation is complete.